Manufacturer narrative:
Concomitant medical products: extension model 7482-51, serial # (B)(4), implanted: unknown explanted: (B)(6) 2011; lead model 3389, serial #unknown, implanted: unknown explanted: (B)(6) 2011. Analysis results of the extension that was returned were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that following being hit by a car, the patient's parkinsonian symptoms returned. During intraoperative testing, the impedances of the lead were found to be >40,000 ohms on all contacts measured with a model 37722 implantable neurostimulator (ins). There appeared to be a clear break of the lead near the conductor. During explantation the lead was cut into small pieces. A new lead was placed, the system checked and impedances were still high on contact 0. The patient was reported to be "ok."

Manufacturer narrative:
Analysis of the extension model 7482-51 (B)(4) found a broken conductor at the distal end of the extension. The extension was returned in two segments. The proximal segment was ok and setscrew marks were observed in the correct location. The #3 straight wire conductor was broken 2.6 cm from the distal end. The crimp sleeve was ok. The distal end was ok. Continuity was acceptable on the proximal segment, there were open circuits on the distal segment. There were no shorts between circuits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.